Manufacturer narrative:
One epistaxis was returned for analysis in used condition with fluid in the large proximal cuff. Using a syringe, this fluid was removed. Visual inspection of the epistaxis noted no obvious anomalies. Functional testing included inflation and mechanical testing. Using a standard syringe, 10cc's of water was inserted into the small proximal cuff. The cuff inflated fully and remained inflated while pressure was applied to the cuff. Using a standard syringe, 30cc's of water was inserted into the large proximal cuff. The cuff inflated fully and remained inflated while pressure was applied to the cuff. The device was submerged under water and inspected for leaks while manipulating the device and squeezing the cuffs. No leaks were evident. The device was removed from the water and allowed to rest for twenty-four hours with the cuffs inflated; the cuffs remained inflated. The device was manipulated and pressure applied to both cuffs. No leaks were evident. Using a syringe, 10 cc's of water was removed from the small distal cuff and 30 cc's of water was removed from the large proximal cuff. The cuffs were inflated and deflated three additional times without issues. Based on the evidence, the complaint was unable to be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when installing a smiths medical epistaxis catheter, there was a tendency of the device to leak in the back groove. The patient experienced respiratory distress. There was failure of the anterior balloon to deflate, which had been inflated with sterile water. The posterior balloon deflated without any problem. Actions were taken in the care facility for the patient's management - placement of a wick, stopping the epistaxis. The event was resolved.